Manufacturer narrative:
The insulin pump was unable to verify motor error alarm due to no button response. Analysis was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to no button response. However, the motor passed motor test. The insulin pump was received with no button response due to corroded keypad traces, scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not performed. The device was returned for analysis.